Manufacturer narrative:
An internal investigation was performed following notification from a customer in sweden of an instrument issue with their nuclisens® easymag® system reference (B)(4) (serial # (B)(6) ). The nuclisens® easymag® reported error 2244 description: the instrument firmware has detected that the waste trap is high (high switch active). Immediate actions done. An easymag waste bottle assy - 6200970 was sent to the customer, but the issue was still present. The problem was escalated to the gcs (global customer service) and fse was dispatched on site for troubleshooting. After analysis of the instrument logs, it was indicated that a blockage in the waste circuit was present. Troubleshooting instructions were therefore suggested to the fse, but, despite the replacement of the sv18 performed during the intervention on-site (B)(6) 2024, the issue was not fixed. Errors w2401 ¿waste pressure switch active¿ and w2402 ¿waste pressure switch inactive¿ continued to be present and a new intervention on site was performed on (B)(6) 2024. During this further intervention the waste system depressurization valve (sv20) was replaced, and after that the peristaltic pump started to work properly, fixing the problem. Investigation. Additional investigation could not be performed as the defective electro-valve sv-20 was discarded by the fse after replacement with a new one. Despite of this, according to the complaint description, the likely root cause of the problem experienced by the fse, confirmed the sv-20 valve solenoid 2-way failure. Based on complaint analysis, there is no indication of a systemic quality issue with nuclisens® easymag® system reference (B)(4). Conclusion. The high value of the waste system pressure is properly identified by the instrument firmware triggering the errors w2401 ¿waste pressure switch active¿ and w2402 ¿waste pressure switch inactive¿. The waste system depressurization valve (sv20) was replaced, and after that the peristaltic pump started to work properly, fixing the problem. There is no reconsideration of performance for nuclisens® easymag® system reference (B)(4).

Event description:
On (B)(6) 2024, a customer in sweden notified biomérieux of instrument issue with their nuclisens® easymag® system reference (B)(4) ( (B)(6) ). The nuclisens® easymag® reported error 2244 description: the instrument firmware has detected that the waste trap is high (high switch active). It was identified the peristaltic pump would not run more than 1 sec in test giving continuous errors. After fse troubleshooting, the waste system depress valve (sv-20) was replaced and after that the peripump started to work properly. The error code and issue were resolved. At the time of the assessment, there is no indication of patient harm or incorrect treatment. The customer did claim a delay, stating some samples were more than 1 week (>24 hours) late due to the issue. A biomérieux internal investigation will be initiated.